Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper re-processing which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the electric pen drive device ran by itself, had a corroded controller and a rough running motor. It was also noted that the device failed pre-test for function and direction of rotation, test hand switch, function with foot pedal and check with test bench and record results power 45 to 90w (watt) and speed minimum 703 to 937 rotations per minute. It was noted in the service order that the device had an article defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.